Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer had a high blood glucose of 500 mg/dl and the customer was treated with manual injections. The drive support cap appeared normal and recessed. No leaks or air bubbles were noted in the tubing or reservoir. The insulin exited with a manual prime. The time and date were correct and settings programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer was advised to change the set, reservoir, and insulin and treat per a health care professional's instruction.